Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant had an impella 5.5 pump delivered to support a 50-year-old female patient admitted in with a in st elevated myocardial infarction. The pump had supported for just under 21 days when it was explanted. The explant was followed by limb injury. The left arm had numbness and pain after explant. The limb later was treated by thrombectomy. The patient survived the explant.

Manufacturer narrative:
The investigation for the reported peripheral nerve injury has been completed. No product was returned for analysis. The root cause of the peripheral nerve injury was not determined due to insufficient clinical details.